Event description:
Clinical study. Same case as 6000093-2006-00188. It was reported that 7 months after a staged coronary artery drug eluting stenting procedure the pt expired. Lesion 1 was a 3.5mm 90% stenosed portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.50x24mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Lesion 2 was treated 1 month later. The lesion was a 3.5mm, 90% stenosed portion of the 2nd obtuse marginal (2nd ob marg). The physician treated the lesion with predilation and successful placement of a taxus express2 8.8% 3.50x24mm drug eluting stent in the target lesion. The pt was discharged the next day on plavix and aspirin. Seven months after the second procedure, the pt expired. There was no autopsy. In the opinion of the physician the cause of death is unk, but the pt was being treated with dialysis and was hospitalized for organic brain syndrome and the target vessel was not involved. The stent expired 2 days before use.